Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site when she sits down or bumps into things. As a result, patient may be awaiting surgical intervention.

Event description:
Follow up information identified the physician relocated the ipg from the buttocks pocket to an abdominal pocket to prevent the patient from sitting or bumping the ipg and causing irritation.